Event description:
Reporter indicated a patient developed vocal cord paralysis. The patient had reportedly received a new vns generator two months ago, but this has not been confirmed. Attempts for further information are in progress.

Event description:
Reporter indicated the patient's right vocal cord was paralyzed, and the reason was unknown. The paralysis of the right vocal cord is constant. The patient has seen an ent physician but no interventions are planned. The patient does not have a pre-vns history of right vocal cord paralysis. No vns programming changes or other changes preceded the right vocal cord paralysis event. It was confirmed the patient did not have any recent surgeries performed, and the vns generator was not replaced two months ago.